Event description:
It was reported to medtronic neurosurgery that the physician found the device to be leaking after the operation. According to the report, the doctor used a new device to complete surgery. Reportedly, the patient¿s current status is normal.

Manufacturer narrative:
Both the returned edm device and catheter were patent and met requirements for the leakage test. Therefore, the conditions of the co implant could not be duplicated by laboratory personnel. There were small cracks observed on the edge of the injection site luer arm of the patient line stopcock. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur". There was proteinaceous debris observed in the interior and the exterior of the catheter. A review of the manufacturing records showed no anomalies. (B)(4).